Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported that the cause of the low battery was not determined. They stated that the device was adjusted downward (voltage), but still needed to be replaced. It had not yet been replaced at the time of follow up. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported they needed to get their battery replaced. They stated that the battery was not dead, yet, but they went to their healthcare provider (hcp) the week prior to the report and it was low. They only got it two years ago and they think that is quick. There were not patient symptoms reported. The indication for use was not clear. No further complications were reported/anticipated.